Event description:
It was reported that during implant attempt, pocket manipulation produced noise, there was a possible grommet seal issue, and that when the lead was inserted, the port was clean but when removed, there was blood in the port. The device was not implanted. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Grommet damage noted upon inspection.